Event description:
The customer reported diluent leaked onto the counter while the instrument was in idle involving the coulter lh 500 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye goggles and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed disconnected tubing from the front blood detector of the blood sampling valve (bsv). The fse reconnected the tubing at the bsv and resolved the reported issue. The fse also noticed high retic offset. The fse cleaned the flowcell and resolved the issue. The fse performed latron and controls which passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event was system hardware. A definitive root cause is unknown. (B)(4).